Event description:
It was reported that "the drill was broken during use. Dr found a 1mm fragment at epidural by x-ray. So, dr removed it. The drill was disposed and the attachment will be returned for investigation and repair". No patient impact was reported. On follow-up it was noted that the patient had to be re-opened to remove the fragment.

Manufacturer narrative:
Report confirmed based on event. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The manufacturing records could not be reviewed as no product identification was provided. The attachment has not been returned for evaluation. There were no other complications reported. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The tool was not returned for analysis. The attachment was evaluated and there were no conditions noted that contributed to the reported malfunction. It was noted that the bearings in the attachment contained debris.